Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/18/2014 with the following findings: during testing, the display was found to be dim/faded and the display text was discolored. Unrelated to the complaint, evaluation revealed that the keypad cover was peeling under the ok symbol. All keypad buttons responded appropriately to button presses. The keypad cover was removed and no evidence of contamination was found under any button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Initial reporter: (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display was dim/faded and display text was discolored. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 12/18/2014.